Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Age/date of birth: unknown. Gender: male. If implanted, give date: (B)(6) 2014. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure. Further information has been requested about the event and the patient, but no additional information has been provided. Patient date of birth and gender was not provided. Implant date is not known.